Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited a loss of capture in bipolar configuration at pulse amplitude of 1.75v.